Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) and was explanted after 41.7 months of service. A different model guidant ICD was implanted without reported complication. The explanted device will be returned to guidant to be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.